Event description:
Medtronic received a report that the solitaire fr stent failure to open and encountered resistance. The rebar catheter was bent. The patient was undergoing treatment for middle cerebral artery thrombectomy. It was noted the patient's tortuosity was moderate. The stroke onset to reperfusion time was four (4) hours. The access vessel was the femoral artery, with 4.4mm diameter. It was reported that during a thrombectomy procedure, while preparing to deploy the stent, it could only be partially released before encountering significant resistance. The stent was withdrawn out of the patient's body, and a new stent was used to continue the procedure. Upon inspection, the rebar catheter was found to be bent, and the marker band was dislodged and damaged. It was unknown whether the catheter tip was shaped. The stent deployed in the clot for one minute. The stent was not positioned in a bend. It was unknown whether there was any kink, damage on the stent, or fluoroscopic equipment was used during the procedure. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID 105-5081-153 (b663790); product type: implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, there was confusion and possible data entry error by the site in the ed. The devices lot number are unknown.

Event description:
Additional information received reported the patient had a good recovery after the surgery, the resistance was in the middle of the catheter. There was no damage to the solitaire observed. There were no issues that resulted in the damage that was found. The catheter tip was not shaped. The procedure was completed by replacing with a new stent and catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.